Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that every time they turn on their therapy, they get a shocking sensation at their feet. Patient confirmed they currently had their therapy turned off. Patient mentioned that they went to see a chiropractor a couple times and after that, they started having this problem. Agent asked when the chiropractor appts were and patient said, "a long time ago." Patient confirmed that the chiropractor was working on the area near her implant because they had something wrong with their back. Agent offered to provide assistance over the phone, but patient felt they should have their hcp evaluate in person. Agent provided phone number for managing hcp that was listed in cmf per patient request. Of note, patient also made a comment that they could feel the lead wire like it was a spring that was coming loose. Patient went on to describe the sensation as being in a big round circle and flat as a pancake. The patient will follow up with hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xjyj serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: 00763000596910 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.